Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number cmp-(B)(4). The following fields have been updated: b4: date of this report b5: describe event or problem d4: additional device information d9: device availability g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h4: device manufacturer date h6: adverse event problem h10: additional narrative zimvie received one (1) bost3211, (3i t3¿ non-platform switched tapered implant 3.25 x 11.5mm)) for evaluation. Visual evaluation was performed, the implant had signs of use, however due to the amount of bone surrounding the implant, unable to measure the implant. An unknown abutment was attached to the implant, but due to the bone attached to the abutment unable to remove it from the implant. DHR review was completed for the subject lot number 2120004809. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2120004809 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : medical : bone fracture and dental : medical : bone loss. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was inadequate treatment planning and patient factors. Therefore, based on the available information, a device malfunction could not be verified. The implant had bone attached to the implant, unable to measure implant. The reported event was non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. A summary investigation has been completed for bone loss events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for bone loss have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of manufacturing or design defects that might lead to bone loss and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided. D4: additional device information unknown / not provided. D4: unique identifier (UDI) number not available. H4: device manufacturer date unknown / not provided.

Event description:
Doctor reported bone fracture at tooth site 46 without any reason when patient stated inflammation and pain. Implant was removed. Regeneration is planned.